Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited phrenic muscle stimulation, loss of capture (loc) and oversensing. The physician elected to turn off the (lv) lead sensing. Boston scientific technical services recommended a chest x-ray as lead dislodgement is suspected and provided programming suggestions. Additional information from the field indicated there was no lead dislodgement, a biv pacing option was programmed and patient will continued to be monitored. The device remains in service. No adverse patient effects were reported.